Manufacturer narrative:
An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Review of the provided image is consistent with the alleged complaint. There was thermal damage on the yaw pulley near the base of the jaws.

Event description:
It was reported that after a da vinci-assisted liver resection surgical procedure, the maryland bipolar forceps instrument yaw pulley had thermal damage. The plastic on the metal part of the tip was burnt. The procedure was completed as planned with no reported injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the maryland bipolar forceps (mbf) instrument was inspected prior to use with no issue identified. During the procedure, ft10 generator settings were set as macro 60w. The surgeon heard a sound alarm from the ft10 generator, but the issue was not resolved immediately. The surgeon thought the alarm was a safety mechanism to control excessive energy output. The surgeon elected to continue the procedure. The surgeon did not notice any thermal damage on the instrument. The instrument did not collide with any energy instrument. There was no arcing during the procedure. The fenestrated bipolar forceps and mbf instruments were used at the same time. There was no injury to the patient. The thermal damage was identified after instrument cleaning. Isi received a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed. The instrument was found to have localized melting near the grip base. The instrument was placed and driven on an in-house system. The instrument passed the recognition, engagement, energy delivery and electrical continuity tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Additionally, dried residue were noted around the clamping pulley cable groove. The complaint was confirmed by failure analysis.